Manufacturer narrative:
In addition to the adhesive peeled off of the objective lens, service found the light guide connector and the control section had cracks due to external factors. White spots were observed on the image. The adhesive rubber was chipped. Several device components were observed to be scratched and damaged due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported an air leakage was observed at the connector of the endoeye flex deflectable videoscope. There was no report of patient harm or user injury due to the event. The device was sent to an olympus service center for evaluation. The customer's complaint was confirmed. During inspection and testing, service found the objective lens adhesive was peeled off. This report is being submitted for the reportable malfunction of the peeling of the objective lens adhesive.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that peeling, chipping occurred due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.